Event description:
Information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that regarding the patient being in an inpatient rehab facility, the patient was already scheduled to go to the inpatient rehab facility post pump implant for rehab as part of the physician's protocol. When asked why the patient's pump was explanted on (B)(6) 2025 after being implanted on (B)(6) 2024, it was stated that this implant was previously infected and removed. The pump was re-implanted on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter; UDI :(B)(4); ubd: 2026-mar-20 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the infection resolved.